Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock lead impedances greater than 125 ohms at implant. The patient's right ventricular (rv) lead was disconnected and reconnected and impedances came down. No adverse patient effects or further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.